Manufacturer narrative:
No product will be returned per customer. The customer¿s complaint could not be confirmed because the product was not sequestered and will not be returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported undiluted etoposide (20 mg/ml) leaked in the pharmacy, and the vent cap was cracked. The customer stated that the product was carefully checked at the point of dispensing so it was uncertain if this occurred over time as the drug was generally dispensed the evening before administration. The drug had been in the set for 12-24 hours. There was no patient harm, nor was there any report of harm to pharmacy or nursing staff as a result of this event.